Manufacturer narrative:
The c-arm switches were not returned to hologic for evaluation. The rotary switch was returned and functional testing revealed the switch was functioning as intended. Due to the lack of information provided and all the parts not being returned for evaluation, a definitive root cause cannot be determined. Hologic strives for continuous improvement and will continue to monitor and trend for safety.

Event description:
It was reported that during cleaning of the unit after a patient exam, the user pressed the auto correction button and the unit continued motion to -45 degrees. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches and rotary switch needed to be replaced. Once this was completed the system was working as intended.